Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Linearity test was performed, and results were within specification. No malfunction or product deficiency was identified. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported that on (B)(6) 2020, a ¿lo¿ (readings less than 40 mg/dl) message was received on their adc freestyle libre sensor for ¿5-6 hours¿. Based on the sensor readings, the customer self-treated with a ¿lot of juice¿ and subsequently experienced symptoms described as ¿sweating, trembling, heartbreak, cold, tired, and weak¿. The paramedics were called and upon their arrival, a glucose reading of 400mg/dl was obtained and the customer was administered insulin (dose unknown) as treatment. There was no report of death or permanent injury associated with this event.